Event description:
Customer stated that she had a capsule that would not attach. When they removed the device, the capsule was still attached. The doctor did another capsule and it worked fine.

Manufacturer narrative:
No patient injury has occurred following this incident.